Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reports receiving a false positive result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 23258a, reader sn (B)(4)). Cue covid-19 tests performed on (B)(6) 2022 and (B)(6) 2022 provided negative results. Between (B)(6) 2022 and (B)(6) 2022, customer tested negative with four flowflex antigen tests. Customer had no symptoms but some exposure to others testing positive for covid-19 on (B)(6) 2022. Customer previously had covid-19 in (B)(6) 2022. Cartridges were stored within the validated temperature range, however, they were in a hot car for some travel time.